Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly the customer was using lyumjev insulin. Tandem clinical support informed customer that lyumjev is off-label per the user guide. The customer resolved the situation by changing the infusion set and cartridge, and then resumed insulin.